Event description:
It was reported that the right ventricular lead exhibited a high capture threshold. The lead was capped and replaced during a routine device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.